Event description:
Related manufacturer reference number: 2017865-2022-11012. Related manufacturer reference number: 2017865-2022-11013. It was reported a patient's right ventricular (rv) lead presented with noise and inhibition of pacing that led to inappropriate device charging on the implantable cardioverter-defibrillator (ICD). The rv lead and ICD were explanted and replaced in a procedure on (B)(6) 2022. During procedure, the new rv lead was not able to be implanted and insulation compromise was noted. Another rv lead was used for replacement to successfully complete the operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of sensed noise was confirmed through review of the device data. Functional testing was performed, which included impedance measurements, sense testing, pace output testing, and hv output testing, and the device showed normal function. The cause of the noise was unable to be determined.